Event description:
The customer reported the panorama central station shut down, which may have resulted in a loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the sys. Corrections included replacement of the system's hard drive.